Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the extension set cracked while the user was attempting to disconnect the set. There was no patient harm and no medical intervention reported by the customer.

Manufacturer narrative:
Additional information provided by the customer.

Event description:
The customer reported that the extension set male luer cracked while the user was attempting to disconnect from the maintenance fluids IV set.

Manufacturer narrative:
Correction: initial reporter address.